Event description:
This case was cross referenced with cases: (B)(4) (cluster cases). This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a patient of unknown demographics who developed problems after synvisc one injections; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, (batch/lot number: 7rsl021; dose, frequency, indication and expiration date: unknown) in bilateral knee. On an unknown date in 2017, after unknown latency, the patient developed problems after synvisc one injection. It was reported that the patient went to the orthopaedic group and was told that the lot number was recalled. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event (ime) for device malfunction. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and developed problems after synvisc one injections. There is minimal information regarding the adverse event. However, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.